Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to slightly over deliver but within the published plus or minus 6 percent specification. Root cause of the reported issue is unknown, but the expulsor was found to slightly over deliver. Recommend that the expulsor be trimmed in order to bring the delivery into more nominal of a range. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that a pump fails accuracy plus 7.10 percent during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.